Event description:
It was reported that, "during the surgery, when the surgeon was inserting the scorpio nrg insert trial onto a tibial base plate, he felt that the insert hook into something. However, he succeeded to insert it. Then, when the surgeon was removing trials, the found out a fragment of the insert. So, he removed it immediately."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.